Manufacturer narrative:
The device was received undeployed. Download data showed that the device was received in pod state 1. Indicating the device was never filled and activated. The fill septum was inspected for punctures, none were noted. Confirming that the device never was activated and therefor functioned as intended. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. As the device was not activated it was expected to be not deployed.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn. No adverse patient impact was reported.